Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds the larger balseal is missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spring on the underside of size 7 rp artic surf came off during the decontamination process. There was no patient involved in the incident.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds the larger balseal is missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.